Manufacturer narrative:
The consumer reported issues with 3 freestyle libre sensors, all with unknown serial numbers. This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that the last three adc freestyle libre sensors applied intermittently failed to properly track glucose levels, and in once instance gave high readings of over 400 mg/dl. However, there was no report of an adverse event, self-treatment, or third-party treatment as related to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.